Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose was over 400 mg/dl at the time of the incident. Customer stated that they were not able to rewind the pump. The customer was advised that the pump requires replacement and to discontinue use of the pump and was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.